Manufacturer narrative:
Based on the claim against the product by the customer noting the physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps(fbf) instrument to perform analysis. The fbf was analyzed and reported failure was neither replicated nor confirmed. Visual inspection of the proximal end found no physical or cosmetic damage to the flush tube. The housing was removed from the back end and no damage was found within the housing. No product issue was identified for the customer reported complaint. Additional observation not reported by site: the instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation material is lifted; however, no pieces were missing. The conductor wire is slightly exposed; however, no wires are physically damaged. An electrical continuity test was performed, and the instrument passed.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument was noted to have rinsing hose sticking out. The procedure continued as planned. There was no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, further information was not available.